Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with saline mentor smooth round high profile 420cc breast implants and suffered several unexplained systemic symptoms, including nipple sensitivity, nausea, food intolerance, headaches, congestion, allergies, pain, tremors in extremities, loss of sensation in limbs, heart palpitations, dizziness, lightheadedness, fatigue, brain fog, feeling of pressure in head and neck, eye redness, anxiety, depression, hair loss, weakness, temperature sensitivity, sweating, constipation, enlarged lymph nodes, insomnia, poking sensation, panic attacks, blurry vision, low blood pressure, and thyroid issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On aug 27 2021, additional information was received indicating the date of event was (B)(6) 2015. The explantation date was identified as (B)(6) 2022. On aug 30 2021, additional symptoms were reported including labyrinthitis, muscle spasms, and frequent bowel movements. The patient's race was identified as caucasian. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).